Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level of 444 mg/dl. The customer was uncertain of the cause and addressed the high bg with a correction bolus. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. It was reported that the customer had the cartridge of humalog in use for 3 days. Reportedly, the customer has manual injections available as alternate insulin therapy.